Event description:
A health care provider (hcp) reported that after intubating the patient for nodular goiter surgery, the surgical instrument of the distributor proceeds to verify that the endotracheal tube is well placed in the corresponding position (blue part of the tube on the vocal cords) and it was instantly noticed that the blue cord (cord left) did not emit a signal. They waited for about 15 minutes and still had no answer. The anesthesiologist, proceeded to deflate the tube a little in order to move it and see if they got answers and nothing happened. Then, the anesthesiologist doctor began to move the cables of the tube (the blue ones) and they obtained a signal for a few minutes and then they lost it again. The surgery was delayed for about 30 minutes to 1 hour, but did not have any harm on the patient, since they monitored the other vocal cord.

Manufacturer narrative:
H3:product analysis confirmed that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were red 12.5 ohms, red [w/white band] 17.8 ohms, blue 16.7 ohms, and blue [w/white band] 18.6 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts, and they were centered about the midline. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.